Manufacturer narrative:
(B)(4). Date sent: 3/15/2023. D4: batch # 904a17. A manufacturing record evaluation was performed for the finished device batch number 904a17, and no non-conformances were identified.

Event description:
It was reported that during an unknow procedure the staple failed to fire for second stapler reload. The case was laparoscopic and due to faulty staple it was converted to open.

Manufacturer narrative:
(B)(4). Date of event unknown; captured as awareness date. Batch # x95h19. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot/batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the surgical procedure? On what anatomical structure was the device fired? What is meant by ¿failed to fire¿? Did the device staple on one or both sides of the cut line? Did the device cut? Describe the staple form? Why was the procedure converted to an open procedure? What was the product code of the reload used? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2023. Investigation summary: the device was sent for additional investigation, upon review and based on the state of the device, the findings of the independencia lab were confirmed by the cincinnati team.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2023. Additional information was requested and the following was received: what was the surgical procedure? Colorectal surgery - anterior resection on what anatomical structure was the device fired? Rectum. What is meant by ¿failed to fire¿? The device locked out. They tried to use the red reverse knife button but this did not work and the device would not open. Did the device staple on one or both sides of the cut line? Unknown. Did the device cut? Unknown. Describe the staple form? Unknown. Why was the procedure converted to an open procedure? The echelon was jammed shut in the patient with the rectum in the jaws. The surgeon had to open the patient and use a contour to perform the resection to enable them to free up the echelon so that they could remove it. What was the product code of the reload used? Green gst45g.

Manufacturer narrative:
(B)(4). Date sent: 2/7/2023. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec45a device was returned with no apparent damage and with no reload present and some scratches were noted on the switch knife return. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple release criteria. During functional test, it was noted that, the trigger was slightly stuck and needed manually slightly push to fully return the firing trigger. The device was disassembled to verify the condition of the internal components and the spring pawl was found to be dislodged of the pawl pin causing the firing trigger to stuck. In addition the switch knife returned was noted to be slightly bent preventing the knife returned manually. The dislodged spring has been correlated to the manufacturing process. No conclusion could be reached on what caused the damage on the knife returned switch. Although no conclusion could be reach on the cause of the knife returned switch damage, the instructions for use contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.